Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Returned was one guide wire and catheter marked arrow 8.5fr x 20cm on the hub. There appeared to be blood residue inside the catheter and the guide wire was stuck through the catheter. The guide wire has multiple kinks, the core wire was found broken adjacent to the distal weld and the majority of the coil wire was unraveled. Discoloration at the broken end of the corewire is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking at the separated end of the core wire. The entire length of the core wire was protruding from the proximal end of the catheter (the j-tipped distal end was visible). The distal tip of the coil wire could not be visualized since it was stuck inside the catheter and could not be removed without further damaging it. The proximal weld remains intact. Based upon the measured length of the broken core wire, no pieces appear to be missing. The outer diameter of the guide wire at the intact proximal end was measured and met specifications. Instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. A device history record review was performed on the guide wire and catheter with no findings relevant to this complaint. The complaint was originally reported as difficulty removing the guide wire from the catheter. Visual inspection of the returned sample confirmed that the guide wire is also unraveled. The core wire broke adjacent to the weld. Since the distal weld could not be observed without causing further damage to the guide wire, the potential cause could not be determined based upon the sample and info provided.

Event description:
It was reported that the procedure was being performed on a (B)(6) pt in the department emergency acceptance. When they attempted to remove the guidewire from the catheter, they found it to be stuck. The needle had already been removed without a problem. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. The pt outcome was fine. Follow up info received on 02/14/2012 states that both the wire and catheter were removed as one. Another catheter was not placed.